Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a declot of a fistula, the basket sheared off. More details to flow. Update received today indicates the pt was male and the insertion site was a fistula in the arm. The basket sheared off during the declot procedure. As a result, a snare was used to retrieve the basket. A delay of 1.5 hrs was noted, however, it is noted the delay was not harmful to the pt. There were no further pt injuries, complications, or death reported.